Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reported back pain and had symptoms of upper back and chest pain with increased fatigue prior to original admission. The patient¿s symptoms worsened with movements and with deep inspiration. The tee confirmed bacterial endocarditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection of staphylococcus lugdunensis that extended to the device pocket and leads. The patient underwent a transesophageal echocardiogram (tee) and found vegetation on the leads. The patient¿s blood test came back abnormal for the staphylococcus lugdunensis bacteria. A new ICD system was implanted after the patient was treated. The patient is part of the wrap it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.